Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using the starclose se device after a diagnostic procedure. Reportedly, after the clip was deployed, the device came out of the artery and the clip was on the end of the device. Manual arterial pressure was applied to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device received was partially deployed, not clip deployed as reported and the clip was not located on the distal end of the device. The plunger/vessel locator wing deployment had taken place with subsequent initial thumb advancer/delivery tube deployment and initial sheath splitting. Based on the condition of the returned device, the reported event could not be confirmed. No external or internal damage or anomaly was detected. The device was reset for redeployment testing requiring the removal of the clip. The test was successful with complete and full redeployment of the device taking place with no detected anomaly. Possible causes for the reported capture of the clip on the distal end of the device may be due to manufacturing, anatomical and/or user related issues. During manufacturing, the lot is visually and performance inspected. Additionally, a sampling of completed starclose se units from the lot was functionally and destructively tested to verify proper device operation. Anatomically, tissue may have interfered with proper device function, but there was no anatomical information provided that may have contributed to or any observation from examination of the device that may have contributed to the reported event. In this case, technique likely played a role in the reported event with either incorrect positioning of device and or inadequate tissue capture by the clip; however, this cannot be confirmed. Review of the device lot history record did not reveal any non-conforming material records associated with this lot. A query of the complaint database was performed for the lot and there have been no other previous incidents reported for a loss of arterial access or the deployed clip on the distal end of the device. Based on the investigation there was no detected product lot quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.